Manufacturer narrative:
.

Manufacturer narrative:
Follow up information was received from the customer the following day stating that bg level was at target level. The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been elevating up to 276 mg/dl with moderate ketones. The customer took a manual injection. During a system check performed with tandem technical support, the customer stated that the luer lock connection may not have been secure and straight. The customer changed out the infusion set tubing and drops of insulin were able to be seen exiting the tubing during system check.